Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the mcm20 clips don't stay in the jaw, but jump out of jaw before applying. Another instrument was used to complete the case. There was no consequence to the pt.